Event description:
Additional information: it was reported that the patient was taking multiple psychiatric medications that "when combined with the pump resulted in decreased blood pressure." Stopping the pump had no effect on the patient's blood pressure, suggesting that it was low due to the other medications. After adjusting the patient's medications, while continuing the pump, the patient's blood pressure normalized and symptoms resolved. The symptoms included decreased blood pressure, vertigo and sedation. The patient outcome was reported as no injury.

Event description:
It was reported that the patient was hypotensive. The patient was in the emergency room. The health care professional wanted the pump stopped. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ catheter. (B)(4).